Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Continuation of medical devices. Model: 5076-52, lead; implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead indicated a onetime out of range high impedance spike on the rv defibrillation coil one day post a device change out procedure. Follow-up was completed with the field representative and they were able to confirm that no reprogramming or intervention has been done at this time. As a precaution the patient is scheduled to complete a remote transmission every four days for the next few months. The lead will continue to be closely monitored and remains in use. No patient complications have been reported as a result of this event.